Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure, the physician attempted to back load the lead onto a 0.014 wire and met extreme resistance approximately 2-3 cm from the tip. The device was not implanted. No patient complications have been reported as a result of this event.